Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 415 mg/dl. The customer did not mention treatment or symptoms of the high blood glucose. No further details were given regarding the hyperglycemia as the customer mentioned the high reading during troubleshooting for discrepancies between his sensor glucose and blood glucose readings. No products were shipped or returned.